Event description:
It was reported that following closure of the pocket, oversensing was observed. Upon opening the pocket, it was observed that blood had entered the header block through the grommets. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found. It was noted that the grommet was damaged.